Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months (calculated from the date the mobile power unit was provided to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a power disconnect was observed by the lvad clinician during system controller history interrogation in clinic. Technical services reviewed the submitted log file which revealed no external power alarms associated with the mobile power cable (mpu) power coming loose or unplugged. It was not specified by the lvad clinician if the power cord came unplugged form the wall outlet or from the mpu. Technical services advised that a locking power cord could be ordered.